Event description:
It was reported that the patient was experiencing skin rash following the revision procedure (MFR 3006630150-2024-08121). The patient was prescribed with topical steroid cream. Additional information was received that the patient was doing well. Additionally, the physician does not think that the skin rash was not device or procedure related.

Event description:
It was reported that the patient was experiencing skin rash following the revision procedure (MFR 3006630150-2024-08121). The patient was prescribed with topical steroid cream.